Event description:
It was reported that a retractor pin fractured while being removed from the vertebral body at the end of surgery. The fractured piece was retrieved. There was no impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor pin fractured while being removed from the vertebral body at the end of surgery. The fractured piece was retrieved. There was no impact on the patient.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a retractor pin fractured while being removed from the vertebral body at the end of surgery. The fractured piece was retrieved. There was no impact on the patient.